Manufacturer narrative:
Additional information: d9, h3 plant investigation: one power supply and two power control boards were returned to the manufacturer for physical evaluation. An external visual inspection was performed on each part. The power supply was returned without any signs of damage; however, it was missing the heater cable. The power control board from lot 461502 had a damaged capacitor (c10) from a thermal event. The other power control board, from lot mx184913223, was received undamaged. A heater cable was installed onto the returned power supply for testing, and each power control board was then tested with the power supply. The test machine failed to power on when the power control board from lot mx184913223 was used. However, the failure was due to a defective rocker switch on the power supply. One of the terminals was lifted, causing no connection when the switch was closed (in the on position). The rocker switch was replaced on the power supply, and this resolved the issue. After this the test machine powered on and functioned as intended. The machine worked in dialysis mode and passed self-test without failures. No damage occurred and no burning smell was observed on the power control board during testing. Next, the damaged power control board from lot 461502 was installed onto the power supply. The test machine powered on without issue and functioned as intended. The machine worked in dialysis mode and passed self-test without failures. No additional damage was incurred, and no burning smell was observed. The power control board was then removed for repairs. The capacitor (c10) was replaced on the board and the power control board was installed back onto the power supply for further testing. The test machine powered on with the repaired power control board and functioned correctly. Upon completion of the evaluation, it was confirmed that the capacitor (c10) from one of the power control boards had sustained thermal damage.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine was pulled from service for evaluation because it would not power on. During their inspection of the machine, the biomed discovered that c10 on the power control board looked burnt/charred. There were no signs of any sparks, flames, or smoke. The biomed replaced the power control board, and when they tried to power the machine back on, a burning smell was noted. This time, there was no visible thermal damage on the power control board (or anywhere else) ¿ only a burning smell was noted. The biomed then decided to replace the entire power supply with one from a different system. After doing so, the 2008t hd machine powered on without any issues. The biomed subsequently ordered a new power supply assembly for the machine. At the time of follow-up, the biomed had received the part but had not yet installed it. They anticipate that replacing the power supply will resolve the issue. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of the failing the electrical leakage test. The biomed stated there were approximately 13,900 hours on the machine. The biomed stated they would be returning both power control boards (the burnt one and the second one) for evaluation via returned goods authorization (rga). Though a photograph of the burnt board was said to be available, to date it has not been provided. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should any parts be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine was pulled from service for evaluation because it would not power on. During their inspection of the machine, the biomed discovered that c10 on the power control board looked burnt/charred. There were no signs of any sparks, flames, or smoke. The biomed replaced the power control board, and when they tried to power the machine back on, a burning smell was noted. This time, there was no visible thermal damage on the power control board (or anywhere else) only a burning smell was noted. The biomed then decided to replace the entire power supply with one from a different system. After doing so, the 2008t hd machine powered on without any issues. The biomed subsequently ordered a new power supply assembly for the machine. At the time of follow-up, the biomed had received the part but had not yet installed it. They anticipate that replacing the power supply will resolve the issue. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of the failing the electrical leakage test. The biomed stated there were approximately 13,900 hours on the machine. The biomed stated they would be returning both power control boards (the burnt one and the second one) for evaluation via returned goods authorization (rga). Though a photograph of the burnt board was said to be available, to date it has not been provided. There was no patient involvement associated with the reported event.